Manufacturer narrative:
The device was evaluated with visual inspection. Upon observation, the reported complaint was confirmed. The tip of the molded tube was malformed and a piece at the distal end was missing. The tip of the molded tubing was not uniformly shaped, and the missing piece appears to be chipped and broken completely off rather than melted down. The provided lot number was incorrect and a DHR could not be performed. A two-year review of complaint history revealed there have been a total of 12 complaints, regarding 13 devices, for this device family and failure mode. During the same time frame 254,707 were manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .00005. The instructions for use advises the user; to always use the lowest possible setting to achieve the desired electrosurgical effect. Examine this device prior to use for damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that during a laparoscopic case the surgeon noticed that the tip of the 60-5274-932, universal plus laparoscopic electrode, was broken at the end of surgery, the piece was not recovered. They used x-ray to try to locate the piece but still could not find it. No delay was reported and the patient did not need additional medical intervention. This report is raised on the basis of a reported injury.